Event description:
The device would not cross the non calcified lesion in the rca and upon removal into the guide catheter, the stent dislodged. Using a balloon catheter, the stent was deployed in an unintended site. Another stent was placed at the target lesion site. No pt effects were reported and the pt is doing well.